Manufacturer narrative:
The low measurement confirmed during investigation of the complaint was assessed to potentially pose as a safety risk if it were to reoccur. A recall class ii has been initiated and reported to the FDA, see 3003044483-07/08/2013-001-r.

Event description:
Hemocue ab received a complaint on hemocue glucose 201 from a us customer in (B)(6). The hemocue glucose 201 microcuvettes were reported having a different color than usual and that air bubbles were formed in the microcuvettes when filling it with blood. No pt impact was reported by customer. During hemocue investigation of complaint, it was confirmed that the single pack package was damaged and that it may result in low measurement results or error code.